Event description:
It was reported that the patient found that the tube was broken after three days of use, and the blood continued to flow backwards. The cause of the broken tube was unknown. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a 4fr groshong nxt clearvue catheter and proximal connector piece. A small segment of the catheter shaft was on the proximal connector and the remaining catheter segment was returned. The catheter was terminated proximal to the 40cm depth marking. Light use residue was observed. Microscopic inspection of the shared break in the catheter shaft revealed a granular, uneven surface. The features of the break surface suggest the catheter likely broke due to tensile stress. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient found that the tube was broken after three days of use, and the blood continued to flow backwards. The cause of the broken tube was unknown. No other information was provided.